Event description:
The patient experienced shocking/jolting sensations and had difficulty turning the device off. She was also using a magnet at times to turn the device on/off and it was thought that this was the cause of the intermittent stimulation she felt. Further information is being requested from the hcp.